Event description:
It was reported that the IV tubing set was wet, this was noticed when the nurse went to add saline flush to the line at the completion of a 30 minute abx infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report of a leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. Functional and pressure testing did not replicate any leaks with the received extension set. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set was wet, this was noticed when the rn went to add saline flush to the line at the completion of a 30 minutes abx infusion. There was no patient impact.